Event description:
It was reported that during arthroscopy surgery the q-fix all-suture anchor was implanted very well. After that the surgeon pull it a bit to checked, then all come out. A grasper was used to remove the implant. There was a delay of under 30 min and the procedure was completed by changing to a double row technique using s+n devices. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of risk management files found that the reported failure was documented appropriately. A complaint history review concluded this was a isolated issue. A review of the instructions for use found: -do not implant the anchor in poor quality bone or where bone quantity is limited. Incomplete insertion or poor bone quality may result in implant pullout or suture breakage. -do not bend, apply excessive torque, or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. Factors that could have contributed to the reported event include: (1) bone quality. (2) drilled bone hole size (3) excessive force. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during arthroscopy surgery the q-fix all-suture anchor was implanted very well. After that the surgeon pull it a bit to checked, then all come out. A grasper was used to remove the implant. There was a delay of under 30 min and the procedure was completed by changing to a double row technique using s+n devices with additional bone holes. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.